Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level due to bent cannula. Customer¿s blood glucose level was 33 mmol/l. Customer was advised to change infusion set and also advised to contact health care professional. The insulin pump will not be returned for analysis.